Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that they were doing a pump refill. They were able aspirate, but it was more difficult than normal. The withdrawn drug looked normal; it was clear with no precipitate. The healthcare provider was confident that he was in the center port. They withdrew what they expected. They were having an extremely difficult time injecting the drug into the pump. They were able to get 18cc in, but had to push really hard. At one point they pulled the needle out and injected a little into the trash can and the flow was normal out of the syringe. They were not using the manufacturer¿s refill kit to refill the pump. They also clamped the tubing, put a dry syringe on and withdrew and there was no air in the pump. The pump was delivering baclofen and dilaudid. Additional information has been requested, but it was not available as of the date of this report.